Manufacturer narrative:
The pt's age and gender have been requested but were not rec'd.

Event description:
It was reported that during a surgical procedure using the coblator ii surgery system, the coagulation and ablate settings were self-adjusting up and down. The procedure was completed and no pt complications were reported as a result of this event.